Manufacturer narrative:
Complaint sample returned. DHR has been reviewed and it shows there was no abnormality or nonconformance recorded during manufacturing process. Based on complaint description received from customer/end user "the wire was not advancing then it was pulled back and end of the wire was frayed, and tip was missing". Evaluation on returned sample indicate that end user may remove the guidewire over the needle while the needle was still in place. Pictures for returned samples shows the tip of guidewire broke off and coiled portion has been separated from the tip. The tip was also sheared off and unraveled due to multiple insertion attempts of guidewires over the needle. IFU stating; do not withdraw the guidewire through metal needles as guidewire may shear or unravel. At no time should guidewire be advanced or withdrawn when resistance is met. Determine cause of resistance before proceeding. Advancing of "j" tip may require a gentle rotating motion. If the guidewire must be withdrawn while needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing of the guidewire. The cannula must be removed first. Possible root cause for this occurrence; end user did not follow IFU.

Event description:
As received from end user-customer (guidewire broke off upon placement in ij. Upon attempt to insert wire was not advancing, pulled back and end of wire was freayed and tip missing. Retained in patient. Patient outcome, related to event: no harm).